Event description:
It was reported that during a routine pulse generator change out, the right atrial lead exhibited intermittent capture and impedance less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.